Event description:
It was reported that during a da vinci-assisted gastric bypass surgical procedure, when stapling, the sureform 60 stapler instrument ripped through the tissue and none of the staples were formed. Intuitive surgical, inc. (Isi) contacted the site¿s robotics coordinator and obtained the following information regarding the reported event: the robotics coordinator stated she was not present during the procedure; however, she spoke to the surgeon and the first assistant, and she read out from the operative notes. It was reported that during a da vinci-assisted gastric bypass surgical procedure, a sureform 60 stapler instrument was installed with a green sureform60 reload; however, the instrument was not recognized. As a result, they switched out to a second sureform 60 stapler instrument with a different reload. The fire was successful. Then for the second fire on the body of the stomach, they reinstalled the first green sureform 60 reload that was used on the first sureform 60 stapler instrument and fired. There was no issue clamping down, the tissue was not too thick, there were no impediments, and there were no system generated issues. When the staple started to fire, it ripped through tissue with a few unformed and formed staples. No staples were implanted on the tissue. Using the same sureform 60 stapler instrument, the surgeon fired medially to the ripped tissue and completed the staple line. The additional resected tissue reduced the pouch size; however, the surgeon did not believe it would have any long-term impact. As a result, the surgeon left a drain and extended the patient's hospital stay by an additional day. The robotics coordinator stated no images or video recordings were available for review, and the sureform 60 stapler instrument has been discarded; however, the green sureform 60 reload will be returned to isi for evaluation.

Manufacturer narrative:
Isi has received the stapler reload associated with this complaint and completed investigations. The stapler reload was found to have the knife exposed within the knife track. The stapler reload was found to have a firing failure based on log review and during in-house inspection. The root cause of an exposed component for a stapler reload is typically attributed to the user. Additional observations not reported by site that are related to the primary failure: the stapler reload was found to have blade damage. The root cause of this failure attributed to user. The reload cartridge was found to have signs of damage but no missing material was identified. The root cause of this failure is attributed to user. The reload was found to have exposed staples stuck to the blade. The reload pushers were all deployed and no unformed staples found. An isi advanced failure analyst (afa) engineer conducted stapler log review and found the following: the logs show sureform 60 stapler instrument (part #480460-09; lot #l12220808-0673) was installed first. It was installed 4 times and failed engagement on every install; all for the roll axis hard stop check. Error 22020 shows up in the error logs for all four engagement failures. The instrument never went into following. Next, a sureform 60 stapler instrument (part #480460-09; lot #l12220808-0671) was installed 11 times and fired 11 reloads (8 green, 1 white, 1 blue, 1 white, in that order). The first firing was completed with no pauses for compression. The second firing resulted in a firing failure at 99% completion after 1 pause for compression. An error code 22030 shows up in the error logs to reflect this firing failure. All subsequent firings were completed per the logs with 0 or 1 pauses for compression. There were no incomplete clamps by this instrument no image or video recordings available for review. This complaint is being reported due to the following conclusion: during a da vinci-assisted gastric bypass surgical procedure, the sureform 60 stapler, with a green sureform 60 reload installed, ripped through the tissue, and none of the staples were formed. As a result, the surgeon had to staple medially to the ripped tissue and resect additional tissue than intended. The surgeon left a drain and extended the patient's hospital stay by an additional day. At this time, it is unknown what caused the event to occur.